Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely that no image (generation of noise - the subject cannot be recognized) was displayed due to following: - noise was generated due to a broken or shorted imaging cable. - noise generated due to imager damage. - noise generated due to circuit board failure. - noise generated due to abnormal continuity caused by internal water immersion. - noise generated due to connector damage or deformation. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ·inspection of the endoscopic system ·warnings and cautions or precautions olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was light but no image was displayed. The reported issue was observed while reprocessing the subject device. There was no patient involvement.